Event description:
It was reported that the video system center exhibits no image during a diagnostic bronchoscopy procedure. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on information provided by technical assistance center (tac) updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer contacted olympus technical assistance support (tac) via phone source. Troubleshooting suggests that the reported e402 ¿df is not connected¿ error is likely related to system connectivity or configuration. The image capture failure was intermittent and occurred across multiple procedures. Further on-site technical evaluation is recommended if the issue persists. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.